Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. [(B)(4)].

Event description:
"Literature article entitled, ¿long stem cemented revision arthroplasty for aseptic loosening in elderly patients produces good results, despite significant bone loss¿ by timothy harrison, et al, published by hip international (2013), vol. 23, no. 1, pp. 54-59, was reviewed. The aim of this study was to determine the survival to re-revision and the clinical and radiological results of femoral reconstruction using a long stemmed femoral prosthesis in revision surgery performed between january 1995 - august 2004. The manufacturer of the revised components was unknown. 103 stems and 83 cups were revised to the studied tha implant. Implanted depuy products: charnley elite polyethylene cup and charnley stem cemented with competitor cement. The manufacturer of the femoral heads was unknown and assumed to be a depuy product. Results: 5 postoperative dislocations treated with open reductions and retention of components. 2 infections- 1 treated with unspecified reoperation and 1 treated with revision surgery. 1 stem revision due to a periprosthetic fracture sustained during a fall. There is insufficient information provided to determine the cause of the fall. 2 intraoperative femoral fractures treated with fixation. 4 intraoperative femoral perforations during stem insertion- treated with fixation. An unknown number of patients had radiographically identified femoral bone loss- there is insufficient information to attribute the femoral bone loss to the stem. The authors note the patients in this study had preoperative bone loss. 1 radiographically identified loose stem. There is insufficient information within the text of the article to attribute the loosening to the stem that was cemented with unknown cement. 1 postoperative nerve palsy- treatment unknown. Captured in this complaint: charnley elite cup: implant dislocation. Femoral head: implant dislocation. Charnley stem: no reported product problem. Patient harms: surgical intervention, medical device removal, joint dislocation, nerve injury, fracture, bone injury, infection. "